Manufacturer narrative:
(B)(4) - surgical procedure, secondary, explanted, lens, vaulting, excessive. (B)(4).

Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2011 and the lens was removed the next day due to excessive vault.